Event description:
It was reported bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 368607, batch no. 8354541. It was reported that the customer experienced a defective safely lock twice. We have a faulty product from bd vacutainer eclipse collection needle. The safety cap failed to cover the needle in two different occasions using two different needles. When the staff pushed the cover the needle remained uncovered. The product is lot # 8354541 with an expiration date of 2023-12-31.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 368607, batch no. 8354541. It was reported that the customer experienced a defective safely lock twice. We have a faulty product from bd vacutainer eclipse collection needle. The safety cap failed to cover the needle in two different occasions using two different needles. When the staff pushed the cover the needle remained uncovered. The product is lot # 8354541 with and expiration date of 2023-12-31.